Event description:
It was reported via implant card that the patient underwent generator replacement surgery due to high impedance and battery depletion. Further follow-up found that a lead fracture was detected during the surgery and the surgeon did not have approval at the time to replace the lead. Therefore only the generator was replaced. No additional surgeries are known to have occurred to date. The explanted products have not been received to date.